Event description:
Reportedly, after the dissection of proximal esophagus and distal duodenum, the surgeon fired the product and tested two donuts. There were some leakages in the anastomotic site. The leakage in the 3 o'clock direction could not be stopped.